Event description:
It was reported: "the arthroplasty was revised due to infection. All components were removed and spacer and drug delivery device were implanted. The components were implanted in situ for 4.2 years (approx. 4 years, 2.5 months)."

Manufacturer narrative:
Method: product history review. It does not seem likely that the devices caused or contributed to this event. The information was provided by a research center. Devices and additional information are not available. Other devices involved in this event: femoral component lot k02m18, tibial tray lot t02m644, simplex cement lot rfj226.